Event description:
Patient stated the attachment for his stryker right knee cap has "come loose". Primary surgery (B)(6) 2019. Patient stated that an x-ray performed 1-2 months ago confirmed his knee is "wore out". "Clicking" can be heard and his knee cap is "separated". Surgeon plans a revision, (B)(6) 2023.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.